Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited error code e315. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the investigation results, as for the error code e315, it is presumed that it was caused by a short circuit of the board due to flooding inside the scope connector. As for the cause of the flooding inside the scope connector, because of disassembling the scope, the beak adhesive part of the scope connector was disconnected, and flood marks were confirmed. The part that came off is an adhesive that fixes and water tights, but the adhesive has been confirmed and no manufacturing abnormality can be confirmed, so the cause could not be identified, but deterioration over time due to repeated stress such as bending and pulling of the universal cord, small bending: diameter 12 cm or less, it is presumed that extreme bending stress or extreme internal pressure has been applied in the water transmission line. The root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.